Event description:
This is filed to report mitral stenosis. It was reported the mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr), with an mr grade of 4+. Three clips (10527r191, 10517r225, and 10511r152) were implanted, reducing mr to 2+. The mean pressure gradient was 5.5 mmhg and was not clinically significant. Approximately one week later, (date was not provided), the patient returned with dyspnea, due to worsening heart failure and the mean pressure gradient was now at 11-12mmhg. The clips remained secure on both leaflets and mr remained at 2+. The dyspnea and worsening heart failure are related to progression of disease, the mean pressure gradient worsened due to the implanted clips. Mitral valve replacement was performed on (B)(6) 2021. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
Date of event - estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the available information, a cause of the reported mitral stenosis could not be determined. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.